Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged was hospitalized for low blood glucoses. Device received with a blank display. During the visual inspection found corrosion inside the battery tube. Perform brush cleaning with the isopropyl alcohol the inside the battery tube and able to perform functional testing. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. However, insulin pump received with a high sleep and active current measurement. Device was cut open to perform visual inspection and found no moisture damage on the electronics, motor, internal battery, 40 pin flexible printed circuit/lcd or keypad assembly. However, found moisture damage on the vibrator. The original electronics, internal battery and motor assembly installed in a test case and battery tube, powered the pump on using the battery simulator and the sleep and active current measurement are within specification. In conclusion, the high sleep and active current measurement due to corroded battery tube. Device received with pillowing keypad overlay. Unable to verify customer alleged for low blood glucoses. Blank display due to corroded battery tube. High sleep and active currents due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Customer¿s blood glucose at the time of hospitalization was 600 mg/dl. Customer¿s current blood glucose was 600 mg/dl. Customer did experienced feeling sick, headache, tired symptoms due to high blood glucose. Customer treated high blood glucose with intravenous insulin drip. Auto mode feature was active during the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display. During the visual inspection found corrosion inside the battery tube. Perform brush cleaning with the isopropyl alcohol the inside the battery tube and able to perform functional testing. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. However, insulin pump received with a high sleep and active current measurement. Device was cut open to perform visual inspection and found no moisture damage on the electronics, motor, internal battery, 40 pin flexible printed circuit/lcd or keypad assembly. However, found moisture damage on the vibrator. The original electronics, internal battery and motor assembly installed in a test case and battery tube, powered the insulin pump on using the battery simulator and the sleep and active current measurement are within specification. In conclusion, the high sleep and active current measurement due to corroded battery tube. Device received with pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.